Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the procedure, the xience v stent was deployed in the mid left anterior descending artery (lad) which was moderately calcified. While crossing the lesion with the stent, a dissection occurred, which required treatment with an additional stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.